Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement/no medical intervention, has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that when the vision stent delivery system (sds) was inserted into guiding catheter, it was noted to look unusual. Fluoroscopy was performed and no stent implant was seen on the sds. The sds was removed from the patient and the balloon was inflated. Upon inflation outside the patient, it was discovered that the stent implant was missing. Fluoroscopy was performed on the patient and no stent implant was found in the patient's anatomy. This event is being reported based on the analysis of the returned sds, which revealed crimp marks were visible indicating that the stent was present and dislodged.

Manufacturer narrative:
A conclusive root cause could not be determined for the stent dislodgment. Eval summary: quality assurance analysis revealed that the sds was returned with blood on the outer member. There was contrast in the inflation lumen in the balloon. The stent implant was not returned. There were crimp marks on the balloon where the stent implant had been between the balloon markers. The balloon had loose folds. There was no other damage noted to the sds. Product performance engineering reviewed the incident info and analysis of the sds. The analysis confirmed that the stent implant was not on the sds. However, there were crimp marks presence on the balloon where the stent had been in place between the balloon markers. This indicates that the stent implant adequately and properly crimped during mfg. The presence of contrast in the inflation lumen and loosely folded balloon suggests that, at some point, positive pressure may have been applied to the sds. Historical data shows that potential causes of stent dislodgement, may include, but are not limited to positive pressure during prep, negative pressure during sheath removal, forced sheath removal, or improper or inadequate crimping at the time of manufacture. In this instance, it is likely that the stent dislodged during preparation or during sheath removal; however, the stent implant was noted missing after advancing the sds in the patient and was not found. The protective sheath was not returned for analysis which may have assisted the investigation. No conclusive root cause could be determined for the reported dislodged stent. It should be noted that it is recommended in the instructions for use (IFU), that "prior to using the guidant multi-link vision rx or guidant multi-link vision otw coronary stent system, to verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted." This incident does not appear to be related to a quality problem. This MDR is considered closed by the product performance group.